Event description:
Rptr had surgery to implant a silastic disc in left tmj. After surgery, recovery was quick, physical therapy done. Told that pt would prevent scar tissue formation but since that time rptr has experienced severe muscle spasm of neck, back and jaw, limited range of motion in jaw, considered severe, nerve pain (sharp, shooting pain in left jaw and face) and severe headaches. Seen physician and tried stretching that causes pain. On medication for pain and muscle spasm. Had teeth realigned. Trying to decide whether or not to have device removed but there are no alternatives.